Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the audio bolus button cover was missing and the functionality of the bolus button was not able to be completed. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was also contamination found under the button key contacts. All keypad buttons were found to be responsive to user input.

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button cover was missing and the functionality of the bolus button was not able to be completed. There was also contamination found under the button key contacts. This report is made based on results of investigation completed on (B)(6) 2013.